Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Visual inspection under 30x magnification indicates no j wires fractures. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures.

Event description:
Device analysis is provided.